Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452733m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) old female patient (108 kg) underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping or ablation phase of the procedure, pericardial effusion was discovered when the patient¿s heart rate became elevated. Effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain 600cc of fluid from the pericardial space. The patient was reported to be in stable condition.. Prolonged hospitalization was required. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The patient had fully recovered from the event. Transseptal puncture was not done. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 2ml during mapping, and 15ml during ablation at 40 watts. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 sec 25% 3gr. Impedance drop was used as coloring option.